Manufacturer narrative:
No product was returned for evaluation nor were x-ray films provided to confirm the reported event. Eventhough root cause cannot be confirmed information received indicates event may be related to non-union "pseudoarthrosis". Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) nonunion or delayed union ..." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." Post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2011, a patient underwent an interlaminar lumbar instrumented fusion at l4-5 levels. On (B)(6) 2013, during a 24 month visit it was reported "implant failure, instability; pseudoarthrosis". No further information was provided.